Event description:
It was reported that the basket of an ncircle delta wire tipless stone extractor could not completely close during a retrograde intrarenal surgery (rirs) and transurethral ureteroscopy stone fragmentation and removal procedure. The user checked and confirmed the basket was able to open and close prior to use. After using the device 10 times for stone removal, the user detected the basket could not completely close to capture the stone. The device was changed to a new basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - additional email: (b).(6). G4 - PMA/510(k) #: exempt h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.